Event description:
Revision of corail femoral stem for loosening was done on (B)(6) 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
From the communicated elements, no analysis could be carried out because no sufficient information was provided ( no product returned, no batch number communicated).